Manufacturer narrative:
(B)(4). Batch # m92c9k. The device was returned with the upper jaw detached returned. In addition, the device was received with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, surgery is started and in the second cut with the enseal clamp the blade is damaged and the doctor decides not to use again. Another like device was used to complete the procedure. There were no adverse consequences for the patient.